Manufacturer narrative:
Additional information: on (B)(6) 2021, mentor became aware that the side of this device is unknown. As a result, this device has been designated side b. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation revision with unspecified saline mentor breast implants and experienced bilateral deflation postoperatively. As a result, the patient underwent bilateral device removal and replacement with an unspecified saline mentor breast implants on (B)(6) 2020. This report is for the patient's right-sided device.